Event description:
Pt who was implanted on an unk date with plate and screws complained or stiffness and requested the plate be removed. Pt was returned to operating room on (B)(6) 2012, all hardware was removed. No new hardware was implanted, physical therapy was prescribed. This is 6 of 12 reports.

Manufacturer narrative:
W/o a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was rec'd.

Manufacturer narrative:
This device was used for treatment.